Manufacturer narrative:
(B)(4). Method: the complaint rt045 non-vented hospital full face masks were not returned to f&p for investigation, as the devices were discarded by the healthcare facility. Our analysis is accordingly based on the information provided by the healthcare facility. Results: without the return of the complaint device, we were unable to determine what may have caused the reported event. The rt045 non-vented hospital full face mask features a mask base, seal, and headgear. The f&p single patient use masks are intended for use as an accessory to ventilators to enable non-invasive positive pressure ventilation (nppv) therapy (CPAP or bi-level) to be delivered to spontaneously breathing adult patients (> 30kg) with respiratory insufficiency or respiratory failure who have been prescribed nppv the masks are to be fitted and therapy maintained by trained medical practitioners in a hospital/institutional environment with patient monitoring in place. The f&p rt045 non-vented hospital full face mask user instructions illustrate in pictorial format the correct set-up and proper use of the rt045 non-vented hospital full face mask. It also states the following: verify operation of the anti-asphyxiation valve before use. Verify that the therapy device (i.e. Ventilator or flow source) including all alarms and safety systems are functioning correctly and that it is supplying the correct pressure(s). Ensure adequate patient monitoring is in place. Verify that the therapy device, including alarms and safety systems, are functioning correctly prior to use. Replace the mask if the anti-asphyxiation valve does not operate or becomes fouled with secretions. The mask must be fitted and therapy established by an appropriately trained medical practitioner or care provider. This mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. Failure to monitor the patient may result in loss of therapy, serious injury or death.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the non-rebreathing valve (nrv) of two rt045 non-vented hospital full face masks was found stuck prior to patient use. No patient consequence was reported.